Manufacturer narrative:
The device was returned to zoll medical corporation and the device meets specifications. It was determined that the expected delivered energy is based on the patient impedance +/- 15% according to the safety standard. Based on the reported discharge value of 200 joules at 50 ohms, the recorded energy of 190 joules delivered falls within this particular software's specified accuracy of the device 196 joules +/-15%). The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.